Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post-implant, stored electrograms showed the right ventricular (rv) lead was noted to have possible occasional undersensed beats, which appear to have caused the device to mark episodes as terminated while in progress. The patient required external shock. The rv lead remains in use. No further patient complications have been reported as a result of this event.